Manufacturer narrative:
(B)(4). Device will not be returned.  If additional information becomes available it will be provided on a supplemental report.

Event description:
Revision due to bone debridement.